Event description:
Pt reported having three stoma obstructions since (B) (6) 2009. The pt states that the last fill was on (B) (6) 2009 and the volume in the band was 12.5ccs. The recommended fill volume for implanted realize gastric band is 11cc. The first obstruction occurred (B) (6) 2009. The pt reported vomiting about three days and eventually could not eat or drink. The pt went to the surgeon's office and he removed approximately 1.5 ccs of saline from the band and the obstruction symptoms were resolved. The pt began vomiting again in (B) (6) 2010 exact date unk. The surgeon removed add'l saline from the band, exact amount unk and the obstruction was resolved. On (B) (6) 2010, the pt states that the vomiting started again for about three days. The pt was hospitalized overnight. The pt states her esophagus was stretched and she had to have fluids due to dehydration. The pt was also seen by a gi doctor who diagnosed a hiatal hernia, which is being treated with medication. The surgeon provided add'l diet instructions upon discharge and is scheduled for a follow up visit on (B) (6) 2010.

Event description:
Spoke with the patient and she advised that she has had at least 12-13 band deflations due to obstruction exact number unknown and exact dates unknown. The band was repositioned in (B)(6) 2011 to correct the slippage. The band has slipped again and the will need to be replaced. The patient is currently seeing a new surgeon who will replace the band. Surgery date not yet scheduled. The band will be replaced with an allergen lap band.

Manufacturer narrative:
(B) (4) (B) (4). Conclusion - device remains implanted.

Manufacturer narrative:
(B)(4).